Event description:
It was reported that the patient underwent an initial hip surgery on an unknown date. Subsequently, the implant loosened and fell into the patient's acetabulum approximately two (2) and a half months ago. The patient will not be revised due to unknown health problems.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; b4; b5; b6; d2; g2; g3; g6; h1; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip orthopedic hardware with gamma nail which protrudes to the acetabular surface of the remaining right femoral head with significant radiolucency surrounding the gamma nail suggesting possible osteolysis, as well as what appears to be partial withdrawal of the gamma nail after placement. The additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown a/r screw; lot#: unknown. G2: foreign: poland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip surgery on and unknown date. Subsequently, the implant has loosened due to an unknown reason on and unknown date. Multiple attempts have been made to obtain additional information, but no response has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Based on the information provided, images were not submitted for mmi review as they were unable to be determine which images were for which patient, and there is a linked complaint with the same 4 images as well. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.